Event description:
The male patient underwent cardiac surgery in 2005. During this operation, one (1) cypher stent was implanted in his coronary arteries. The stent was placed in the left anterior descending artery. The patient received the stent following an acute mi. The lesion, which necessitated the implantation of the stent, was not a de novo lesion. After implantation of the stent, the patient suffered a subsequent thrombosis at the site of the stent, requiring lifetime plavix therapy.

Manufacturer narrative:
This complaint is for an unknown cypher stent. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.